Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) identified that drawer 2.2 row b was not detected, although the controller board indicator lights were active. The fse powered down the station and reseated all cable connections within the drawer, then restarted the system. The fse tested the drawer using the hardware test application and confirmed proper functionality, followed by restarting the application, after which the customer was able to access the drawer and perform medication inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 2.2 was failed. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.